Manufacturer narrative:
The explanted device was sent to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired due to a high fever and sepsis. The lvad was explanted and the facility returned the lvad to be evaluated for thrombus, due to the patient being "heparin-induced thrombocytopenia (hit) positive.